Event description:
Report received of backflow of fluid from the secondary IV line to the primary IV line. The primary line was programmed to deliver 1000ml of lactated ringers at a rate of 125ml/hr. The secondary line was programmed in the concurrent mode to deliver 100ml of phenergan at a rate of 4ml/hr and the deliveries were started. After an unspecified length of time, the nurse stopped the deliveries and opened the pump door to change the container of lactated ringers. While the pump door was open, the nurse noted that the secondary IV fluid began to backflow into the primary IV line. The nurse immediately clamped both tubing sets and disconnected the primary tubing set from the patient. The pump was removed from clinical service. Reportedly, the primary tubing set was flushed and the therapy was resumed using the same tubing sets, a new bag orf lactated ringers, and a replacement device. There were no reports of any adverse patient effects. No medical interventions were required. During testing by the user facility's biomedical engineering department, the technician "confirmed that the pump was functioning correctly and it was returned to clinical service. Though requested, no additional information was provided.